Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The product was received opened with the correct number of sutures and needles (five). No abnormalities were noted with either the products or the packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, it was stated that six(6) products were included in a package which was supposed to have five(5) products. When counting the needle at the end of the procedure, there was one more than usual, just in case, x - ray filming was performed, and there was no needle left inside the patient¿s cavity, so it was suspected that there were 6 products in the package as mentioned above. Because two lot no. Was used in the same case, it could not be confirmed that which lot no. Had 6 products. The surgical time was extended by less than 30 min.